Event description:
User experienced erroneous sodium and potassium result for 3 patient samples. User was unable to provide actual results for sample 1 which occurred in late 2008. Three days later: sample 2, initial sodium gave 109 mmol/l; repeat gave 137 mmol/l. Initial potassium gave 3.1 mmol/l; repeat gave 3.9 mmol/l. Sample 3, initial sodium gave 86 mmol/l; repeat gave 138 mmol/l. Initial potassium gave 2.5 mmol/l; repeat gave 4.0 mmol/l. The repeat results were reported. The field service rep determined the cause to be a dirty ise mix tower. He cleaned mix tower and inspected all tubing. Performance tests were performed and within specification.